Event description:
Retropubic sling put in (B)(6) 2015 bleeding, then mesh erosion. Surgery on (B)(6) 2015 to remove all mesh. When researching this product, I found it hasn't been removed off the market yet. I want to complain officially about it. On (B)(6) 2015 I went to my gyno because I could feel the mesh inside my vagina protruding. He confirmed mesh erosion. On (B)(6) 2015 I have dr. (B)(6) do surgery to remove all mesh. Currently recovering under her care.